Event description:
Patient representative reported right side "rupture", "contents leaked into the sternum", "pulmonary thromboembolism" and "recall." The device has been explanted.

Manufacturer narrative:
Clarification to b3 date of event: partial date (B)(6) 2021. The event of "pulmonary embolism" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "rupture"; "pulmonary thromboembolism" occurred "almost a month" after explant surgery, believed to be caused by the rupture.